Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the implant site. The physician prescribed antibiotics. It was also noted that the patient was diabetic. No further information could be obtained

Event description:
It was reported that the patient had an infection at the implant site. The physician prescribed antibiotics. It was also noted that the patient was diabetic. No further information could be obtained additional information was received that infection was no longer present. Additional information was received that the patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device components were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model:sc-8216-50, serial: (B)(6), batch: 7072067, UDI:(B)(4).

Event description:
It was reported that the patient had an infection at the implant site. The physician prescribed antibiotics. It was also noted that the patient was diabetic. No further information could be obtained. Additional information was received that infection was no longer present.